Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012642932); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, there was no misload identified during loading, and the valve load passed inspection. Upon the first deployment attempt, the implant depth was too shallow at 0-1 millimeters (mm), and the valve was recaptured. Upon 80% deployment of the second deployment attempt, an infold was observed. It was noted that the target implant depth when the infold occurred was 3 mm. Subsequently, the system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were used to complete the procedure. Per the physician, the depth of implant contributed to the event. No patient complications were reported as a result of this event.

Event description:
Additional information was received that per the physician, severe right coronary cusp (rcc)/non-coronary cusp (ncc) calcification and no pre-dilatation contributed to the valve infold.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.